Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The reported problem was identified in the event history log review as system errors 2418 and 2046. Visual inspection and functional tests were performed. Product did not meet product specifications related to the reported problem. The membrane gasket was replaced and the manifold 3-way valves were replaced. Further functional testing, electrical safety testing, calibration and simulated therapy testing were performed with no additional defects or malfunctions found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown system error alarm on the homechoice device during an unspecified step of peritoneal dialysis therapy. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.